Event description:
Rec'd info stating that customer rec'd an altitude alarm. Reportedly, there was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a follow-up MDR will be submitted.